Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. In addition, it was reported that the customer¿s experienced a blood glucose level of over 600 mg/dl. The customer administrated a manual injection to address high bg. Customer reverted to manual injections for insulin therapy.